Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was installed on a golden system and functioned as expected. During visual inspection, there was scratches on both sides of the cover. C-34 and 25913 errors were confirmed in the system logs.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the error c-34 occurred repeatedly. Although the error stopped afterward, the error had occurred many times. The technical support engineer (tse) explained that it would be better to have it checked. Intuitive followed up and obtained additional information. The generator was changed to an ft10 generator to complete the procedure. The procedure was completed robotically. There was no patient injury. System functionality was checked upon powering the system. There was no error initially at startup. Patient demographic information is not available.